Event description:
It was reported that a spectrum pump had an unspecified error upon power up. This occurred in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'unspecified error' was reproduced as a system error 345 alarm. A review of the event history log revealed multiple system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream thermistor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.